Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was not opening. A field service engineer (fse) assisted the customer in opening the drawer. Following this, the drawer began functioning normally and proper operation was verified through diagnostics and within the application. The system functioned as intended after the field service engineer assisted the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6 had failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.